Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a device change out procedure. After the change out, noise was seen on the right ventricular lead. The physician took the patient back to the operating room on (B)(6) 2020, and after attaching a new device, no further noise was noted. The physician felt the noise was a set screw issue and left the lead implanted. The same day after the procedure, the noise reappeared. Lead fracture was also observed, and it was later noted there was no set screw issue that was previously thought. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.